Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Covidien service engineer reported that during repair the 840 ventilator had failed the oxygen sensor calibration. ( o2 sensor was not working) the ventilator was not in use on a patient at the time the event occurred. Customer was advised that the oxygen sensor needed to be replaced. Covidien was not authorized to service the device.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.